Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, confirmed by fingerstick at 60¿65 mg/dl, with device low alerts issued, and glucose corrected with oral carbohydrate (orange juice) resulting in recovery to 90 mg/dl within approximately 30 minutes; the user requested additional training due to perceived glucose fluctuations. Symptoms included hypoglycemia without need for assistance or medical intervention. Outcomes included resolution of the event at home without hospitalization or long-term effects. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.